Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted (B)(6) 2012. (B)(4).

Event description:
It was reported that the impedance on the right atrial (ra) lead had gradually been climbing and was above the normal range. It was noted that the patient does not use their ra lead. The lead remains in use. No patient complications have been reported as a result of this event.